Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 19-sept-2019 literature article entitled: ¿comparative survivorship of different tibial designs in primary total knee arthroplasty¿ by hilal maradit kremers, md, msc, rafael j. Sierra, md, cathy d. Schleck, bs, daniel j. Berry, md, miguel e. Cabanela, md, arlen d. Hanssen, md, mark w. Pagnano, md, robert t. Trousdale, md, and david g. Lewallen, md. Published by the journal of bone and joint surgery, incorporated (2014) was reviewed for MDR reportability. The study¿s objective was to compare differences in survivorship of commonly used tibial implant designs in primary total knee arthroplasty. The models of depuy prostheses used include mbt tibial tray, sigma modular tibial tray, pfc modular cr femoral component, pfc modular cs femoral component, pfc posterior-lipped all-polyethylene, pfc stabilized all-polyethylene, pfc sigma all-polyethylene, rotating platform tibial insert, fixed back tibial insert. The study directly identified the following to be adverse outcomes: tibial loosening, osteolysis, polywear, revision / surgical intervention.